Event description:
During bronchoscopy to retrieve a foreign body in pt's lungs-md requested a basket forceps. Opened our stock (pkg) of disposable grasping forceps (spiral basket type). The wire was unable to open/close-move in/out. The blue outer sheath was broken/ripped. No movement of wire occurred. Item not used or attempted to be used on the pt.